Event description:
This case information from a published study was reported by an investigator and describes the occurrence of abdominal pain lower ("lower abdominal pain") and heavy menstrual bleeding ("heavy menstruation") in a female patient who had fallopian tube occlusion insert inserted for contraception. Literature reference: chudnoff sg; nichols je; levie m. Hysteroscopic essure inserts for permanent contraception-extended follow-up results of a phase iii, multicenter, international study.. J minim invasive gynecol. 2015; 22 (6): 951-960. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had fallopian tube occlusion insert inserted. On unknown dates she experienced abdominal pain lower (seriousness criterion medically important) and heavy menstrual bleeding (seriousness criterion medically important). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower and heavy menstrual bleeding to be related to fallopian tube occlusion insert administration. The reporter commented: two women reported serious health problems (serious adverse events). The first one reported lower abdominal pain with heavy menstruation and the second one reported irregular menstruation. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case information from a published study was reported by an investigator and describes the occurrence of abdominal pain lower ("lower abdominal pain") and heavy menstrual bleeding ("heavy menstruation") in a female patient who had fallopian tube occlusion insert inserted for contraception. Literature reference: chudnoff sg; nichols je; levie m. Hysteroscopic essure inserts for permanent contraception-extended follow-up results of a phase iii, multicenter, international study. J minim invasive gynecol. 2015; 22 (6): 951-960. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had fallopian tube occlusion insert inserted. On unknown dates she experienced abdominal pain lower (seriousness criterion medically important) and heavy menstrual bleeding (seriousness criterion medically important). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower and heavy menstrual bleeding to be related to fallopian tube occlusion insert administration. The reporter commented: two women reported serious health problems (serious adverse events). The first one reported lower abdominal pain with heavy menstruation and the second one reported irregular menstruation. Quality-safety evaluation of ptc: for fallopian tube occlusion insert: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: quality safety evaluation of ptc. (B)(6) 2024: no new clinical information was received. (B)(6) 2024: no new clinical information was received. (B)(6) 2024: no new clinical information was received. (B)(6) 2024: no new clinical information was received. (B)(6) 2024: no new clinical information was received. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case information from a published study was reported by an investigator and describes the occurrence of abdominal pain lower ("lower abdominal pain") and heavy menstrual bleeding ("heavy menstruation") in a female patient who had fallopian tube occlusion insert inserted for contraception. Literature reference: chudnoff sg; nichols je; levie m. Hysteroscopic essure inserts for permanent contraception-extended follow-up results of a phase iii, multicenter, international study. J minim invasive gynecol. 2015; 22 (6): 951-960. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had fallopian tube occlusion insert inserted. On unknown dates she experienced abdominal pain lower (seriousness criterion medically important) and heavy menstrual bleeding (seriousness criterion medically important). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower and heavy menstrual bleeding to be related to fallopian tube occlusion insert administration. The reporter commented: two women reported serious health problems (serious adverse events). The first one reported lower abdominal pain with heavy menstruation and the second one reported irregular menstruation. Quality-safety evaluation of ptc: for fallopian tube occlusion insert: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: no new clinical information was received. (B)(6) 2024: no new clinical information was received. (B)(6) 2024: no new clinical information was received. (B)(6) 2024: (B)(6) 2024: no new clinical information was received. (B)(6) 2024: the case will be nullified from bayer pv database. Nullification reason: upon internal review, it was identified that case ID (B)(4) is duplicate to (B)(4). Therefore, (B)(4) should be nullified from bayer data base. (B)(6) 2024: no new clinical information was received. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.